Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of power miss, the iol was explanted in a secondary surgical procedure and replaced with a drn00v 24.0 iol. There was no medical intervention during the explant procedure however, patient outcome post procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 19-mar-2026. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received taped on a plastic tray, and the implant notification card were received in the replacement lens folding carton. During a visual inspection, the device was inspected under magnification. The lens was received cut in half. The lens was cleaned and visual inspection found no issues that could contribute to the complaint event reported. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product and cartridge were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.